Manufacturer narrative:
As per investigation update, this case is a duplicate of (B)(4). Please refer to report #3030677-2021-12365 for investigation result.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has hardware board issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.